Event description:
Additional information received reported that the patient outcome was resolved without sequelae on (B)(6) 2012.

Event description:
Additional information was received. It was reported that the patient had a cerebrospinal fluid infection. On december 7th, it was seen that the patient's infection was clearing. It was noted that the patient would 'complete an additional month'; it was unclear what this referred to, though it may be a reference to the patient's antibiotics.

Event description:
It was reported that the patient possibly had cerebral spinal fluid (csf) leak and infection. The reporter stated that they were withdrawing a cerebral spinal fluid (csf) from the catheter access port (cap) to check for a possible cns infection. It was later reported that clear fluid was leaking from the lumbar wound that the patient had a csf leak, and the catheter entry site was revised with a blood and muscle patch. Following the leak, a sequela of a csf infection occurred. The patient showed symptoms of fever, and a change in respiration and mental status due to the infection. The patient was treated with ceftriaxone and clindamycin. The pump system was explanted on (B)(6) 2012. The medication in the pump was lioresal (baclofen). Patient outcome was not provided. Additional information has been requested, however was not yet available at the time of the report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted:2012 (B)(6), product type catheter, product ID 8590-1, lot# n297190, implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type accessory (B)(4).